Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06272. It was reported patient was experiencing ineffective coverage of pain relief. As such patient underwent surgical intervention on (B)(6) 2021, wherein both the leads were moved lower to get better coverage for his feet. Reportedly effective therapy is restored.